Event description:
Admitted for coronary artery bypass. An aortic balloon pump was inserted. This was a non functioning device and was removed. Upon removal a rt femoral thrombosis developed, and an intimal dissection (not found). Operation - rt common femoral exploration with thrombectomy, common femoral endarterectomy with dacron patch. Angioplasty, rt external iliac balloon angioplasty with 6mm stent placement.